Manufacturer narrative:
Other relevant device(s) are: product ID: 978b128, serial/lot #:(B)(4) , ubd: 08-apr-2022, UDI#: (B)(4).

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an advanced evaluation trial device for frequency/pelvic floor therapy. It was reported that on programs 1, 3 and 4 the rep was unable to increase past 0.2 ma and was getting a message about suspect impedances on the day of surgery. They could increase the intensity when using programs 2, 5, 6, 7. The rep provided the following values from the impedance results for electrode 0 and 2: 0 >4000ohms for all electrodes, 2 >4000ohms for all electrodes. The caller indicated that they would leave the patient on program 5. The cause of the high impedance was unknown. The other electrodes were in use. There was no surgical intervention or symptoms or patient complications reported.